Manufacturer narrative:
The investigation for the reported events have been completed. Purge pressure high - after 5 days on support, hpp occurred. The team decided to explant without troubleshooting. Data logs were not recovered. The cause of the hpp was not determined as no product was returned, no data logs recovered, and insufficient clinical details. The cause of the infection was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Additional information has been provided in b5 (event description), this is regarding patient outcome. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the impella was successfully withdrawn and disposed of in accordance with hospital protocol of high infected material. The hospital didn´t accept to store and send the infected catheter. The patient was successfully weaned on (B)(6) 2025 and was alive.

Manufacturer narrative:
Additional information was received and has been provided in field d6. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that they encountered high purge pressure during impella 5.5 support. High purge pressure was found and after the discussion with the team, the decision was made to wean the patient, without giving the thrombolysis. Pump would not be returned due to infection. No other information provided.